Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator changeout procedure. Upon interrogation, the right atrial lead exhibited high capture thresholds. The right ventricular lead exhibited oversensing noise which led to inhibition of pacing. The left ventricular lead exhibited high capture thresholds as well. The physician explanted and replaced the leads on (B)(6) 2021. The patient was stable. Related manufacturer reference number: 2017865-2021-13120, related manufacturer reference number: 2017865-2021-13124.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.